Event description:
Ous MDR: the patient had syncope and came into the clinic, where the ICD couldn't be interrogated. Several programmers were tried without success. Also, no home monitoring transmissions were sent after (B)(6). The pocket incision looks fine and there does not appear to be trauma to the area. There is one arrhythmia recorded for (B)(6) 2015, when the device worked. No explant date was provided for this lead. It is unknown if it was capped.

Manufacturer narrative:
The lead was not returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.